Event description:
It was reported that during an unknown procedure, the instrument's blade was broken. It is unknown how the procedure was completed. There were no adverse consequences for the patient reported.

Manufacturer narrative:
(B)(4). When additional information is received and/or the device analysis has been completed, a supplemental medwatch will be sent.

Manufacturer narrative:
(B)(4). Changed from what was reported by the customer the device returned was not the same batch number as reported . The device was returned in good physical condition with the blade tip intact and not broken off as reported by the customer. The device was attached to the generator and an alert screen was displayed. The device was then disassembled to inspect the condition of the internal components and it was noted that the retention pin had the insulation damaged. Damage to the pin coating could result in yellow alert screens, such as "relaxed pressure in blade", ¿tighten assembly¿ or ¿blade error detected¿ followed by a ¿replace instrument¿ screen later in the procedure. The device blade and hand activations buttons were tested and no anomalies were noted with their functionality.